Manufacturer narrative:
Device discarded by customer. The impella 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old (B)(6) female had impella 2.5 pump inserted in the left femoral without any problem. There was bleeding from the insertion site and four (4) units of red blood cells (rccs) were administered as a result. The patient expired due to acute myocardial infarction (ami) that was unrelated to the impella device.